Event description:
It was reported that this right atrial (ra) lead showed high pacing impedance spikes that caused a lead safety switch, a lead feature that changes polarity. One of the spikes was out-of-range (oor) of over 3000 ohms. Technical services reviewed the case and indicated this was likely a result of spring contact issues and discussed programming this ra lead to unipolar pacing and bipolar sensing. Additional information was received indicating that this ra lead was reprogrammed to unipolar pace with bipolar sense. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).